Event description:
It was reported to boston scientific corporation that a captivator emr device was used during an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. It was reported that during the procedure, the string broke. The procedure was completed successfully. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2021*** it was reported to boston scientific corporation that a captivator emr device was used in the gastric antrum and the procedure was completed with this device.

Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of suture break. Block h10: investigation results the returned captivator emr device was analyzed, and a visual evaluation noted that there were four bands remained attached on the ligator head, and some of the bands had overlapped on each other. Some teeth of the ligator head were bent and damaged, indicating a deployment failure. The trip wire was partially rolled in the handle assembly. The suture was intact, and was attached to the distal trip wire loop. The trip wire was severely kinked and broken. Microscope examination was performed on the broken ends of the trip wire, and it was noted that the necked region was observed, indicating the material was submitted to some tension and it was observed the teeth of the ligator head bent. A functional evaluation was performed by rotating the handle knob 120 degrees and an audible click was heard. No damage observed to the handle and no other issues with the device were noted. The reported event of suture broken was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator emr device was used during an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. It was reported that during the procedure, the string broke. The procedure was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of suture break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator emr device was used during an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. It was reported that during the procedure, the string broke. The procedure was completed successfully. There were no patient complications reported as a result of this event. Additional information received on april 30, 2021: it was reported to boston scientific corporation that a captivator emr device was used in the gastric antrum and the procedure was completed with this device.